Event description:
Device report from synthes EU reports an event in germany as follows: it was reported that a trochanteric fixation nail (tfn) or proximal femoral nail (pfna) broke postoperatively which required revision surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for one (1) unknown tfn or pfna nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.